Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What specific bowel procedure was performed? What color setting was selected on the devices and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Was the device difficult to fire? Can you please clarify what was meant by, ¿staple line did not hold¿? Can more information be provided on the shape of the staples that did not hold intra-operatively? Were there any staples that were unformed or malformed in the staple line? If so, can more information be provided on the location (specific rows, proximal, distal, etc.)? How many times was the anastomosis recreated in the initial surgical procedure? Was a leak test performed? If so, what was the result? How was the post-operative leak identified? Were malformed staples observed at reoperation? If so, please describe the shape and location. How was the leak addressed during the reoperation? What is the current status of the patient?

Event description:
It was reported that a colorectal bowel resection procedure was performed. First procedure was done on the 16th of june, patient developed a leakage on the night from the 18th ¿ 19th of june and was reoperated on the 19th of june on 03:00 hours (24h). During that surgery they noticed the initial anastomosis did not hold and the staples did not hold the tissue (could easily be torn apart); staples were loose. Side to side anastomoses was created according the barcelona technique in the reoperation. Patient is recovering from anastomotic leakage.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Original indication was acute small bowel obstruction. Emergent laparotomy. Stapler resection of a meckel¿s diverticulum three days later relaparotomy because of stenosis at the resection site. Stenotic segment of terminal ileum was resected with side-side stapled anastomosis (barcelona technique). Did the patient receive any preoperative chemotherapy or radiation? No what specific bowel procedure was performed? See above what color setting was selected on the devices and what was the sequence of the firings? I think blue. What anatomical structures was the device fired on? Terminal ileum. Were other stapling or suturing devices used when creating the anastomosis? No. Was the device difficult to fire? I don¿t think so. Can you please clarify what was meant by, ¿staple line did not hold¿? During second relaparotomy (third surgical procedure) the staple line was insufficient. Minor manipulation resulted in complete dehiscention of the staple line. Can more information be provided on the shape of the staples that did not hold intra-operatively? We did not notice any abnormalities regarding staple shape. Were there any staples that were unformed or malformed in the staple line? If so, can more information be provided on the location (specific rows, proximal, distal, etc.)? Not to our knowledge. How many times was the anastomosis recreated in the initial surgical procedure? Two times (barcelona technique). Was a leak test performed? If so, what was the result? No. Not possible with ileo-ileostomy. How was the post-operative leak identified? Clinical signs of anastomotic leakage with strong suggestion on CT. Confirmed during re-re laparotomy. Were malformed staples observed at reoperation? If so, please describe the shape and location. No. How was the leak addressed during the reoperation? Resection of the anastomosis with definitive ileostomy. What is the current status of the patient? Patient is still recovering from the complicated clinical course. He is at home now and doing generally well.. Were both devices discarded? Don¿t know really; they were discarded, only the lot numbers as shared were available.